Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the right atrial (ra) lead channel. Additionally, the pace impedances were increasing however, remained within normal limits. The crt-d was reprogrammed and no further complications have been reported. No adverse patient effects were reported. This product remains in-service.